Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: review of the black box data revealed one power on reset event associated with consecutive call service alarm 054/052/012 recorded on (B)(6) 2016. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation, which fit securely on the pump. On investigation, the pump powered, emitted a call service alarm 069, which prevented further operational testing of the device. The pump¿s cover was removed for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged ¿no power¿ issue; however, the pump was not able to complete functionality testing due to call service alarm 069, which could not be cleared.